Event description:
The customer stated that her meter readings had been erratic. She tested her blood glucose and received a reading of 58 mg/dl. She retested and received a reading well above 100 mg/dl. While an actual value was not provided, a reading of 160 mg/dl or higher would put the difference between readings in the "c" range of the parkes error grid. This would make the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.